Event description:
The customer reported that the system would not boot. The status bar locked 3/4 complete. The problem did not occur during a case. A message on the right monitor stated: your system shut down uncleanly. An error occurred during the file system check. Dropping you to a shell; the system will reboot when you leave the shell.

Manufacturer narrative:
The ge service rep reloaded 7.0.17 software. He verified the system boot and fluoro function. The system operates as intended.